Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump belt clip broke. The customer's blood glucose reading was 513 mg/dl at the time of incident. The customer indicated that the high blood glucose was due to recent surgery. Troubleshooting advised customer that the clip would be replaced.